Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a central venous catheter placement procedure using hickman/leonard/broviac central venous catheter. Post the procedure, it was noted that the device showed a bubble. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one video was provided and reviewed. The video shows the partial view of catheter. The physician was infusing the solution to white luer extension leg of the catheter using the syringe. Upon infusion, ballooning was noted on the white luer extension leg near the joint. Therefore, the investigation is confirmed for the identified material protrusion and stretched issue. However, the investigation is unconfirmed for the reported bubble issue as more appropriate stretch and protrusion were identified based on video review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 53-year-old female patient underwent a central venous catheter placement procedure using the hickman/leonard/broviac central venous catheter. Post the procedure, it was noted that the device showed a bubble. The catheter was removed. There was no reported patient injury.